Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901u1ues8gza1 hardware: sm-s901u1 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached 382 mg/dl while wearing the pod on the arm longer than 48 hours. When the pod was removed, the infusion site was found to have some redness but went away after 2 days. Symptoms reported include nausea, vomiting and sweating. The patient was treated with unspecified intravenous fluids and insulin drip. The patient was discharged on (B)(6), 2026.